Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a treated event counter of 253 since last reset, however there were no episodes to review. Data analysis was completed which found the counter data may have been corrupted. The counters were able to be reset and no further action was necessitate. No adverse patient effects were reported.